Event description:
It was reported during a total knee replacement, the surgeon accidentally cut the mcl. The surgeon stitched the mcl but the knee was still unstable. The surgeon decided to implement a constrained femur. It was reported the patient died for unspecified reasons. The surgeon stated it was not related to s&n devices.

Manufacturer narrative:
The associated complaint devices were not returned for evaluation.